Manufacturer narrative:
The review of the device history record is pending. If any additional relevant information is identified following completion of the DHR review, the additional relevant information will be submitted in a follow up report. The device was not returned to the MFR for analysis; therefore, a root cause for this reported event could not be determined. Information from this incident will be included in our product complaint and MDR trend reporting systems. Ongoing analysis of trend information is used to identify the need for additional investigations.

Event description:
A report was received by the MFR indicating that the probe was not working properly during an rf procedure. Error windows were observed on the pain management generator and the physician was unable to complete the procedure. The procedure was aborted. There was no indication of patient injury or the need for medical intervention. Please note that kimberly-clark healthcare owns this product line, and have reported an MDR for this incident under MFR report number: 1033422-2014-00001.